Event description:
Fifteen yr old white female came to rptr's clinic complaining of a red, irritated, painful left eye with discharge after 1 day. She is a soft contact lens wearer ("disposables") which were prescribed to her by an outside dr. She claims she is compliant with contact lens hygiene, although she reported she does not throw them away after the 2 week period, trying to extend the usage. She is also a heavy eye make-up wearer. The pt also reported she instilled gentamicin in her eye, which was left over from a similar previous infection. Findings showed a bacterial conjunctivitis with corneal complications (keratitis) in both eyes, left greater than right. The pt was prescribed gentamicin on this day, in both eyes, 4 times a day and advised to throw away present contact lenses and contact lens case and to avoid wearing make up and contacts until her follow-up visit on 1/17/95. On this day the pt showed up with the contact lenses on both eyes, and with heavy eye make up. She reported as soon as her eyes "felt better," she went back to wearing the contacts. Findings on this day showed that the infection had resolved somewhat, but the keratitis was still present. Rptr's contact lens fit assessment of her brand showed a fair to poor fitting. She was again advised to discontinue lens wear for 3 days. Her subsequent follow up visit was a no show. It appears this infection was caused by negligence in the hygiene of the contact lenses by the pt, rather than a problem with the lenses.